Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 7.0 mmol/l. The customer stated that insulin squirted out during manual prime. The customer was unsure if drive support cap is protruded, loose or sticking out. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart, unable to verify the compromised force sensor system error alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self-test. The pump passed the off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the the display window corners, cracked battery tube threads and a cracked reservoir tube lip.